Event description:
It was reported the right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements measuring 126 ohms. Technical services (ts) suspected it was due to calcification. Ts recommended increasing the out-of-range upper limit and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.